Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported, he received an e4 (occlusion) error on his insulin infusion device while trying to bolus 9.1 units of insulin. He stated his blood glucose was 82 mg/dl before dinner, but is currently 187 mg/dl. His target range is 80-140 mg/dl. He stated his blood glucose will fluctuate based on his physical activity. He stated, he changed his insulin infusion headset this morning, and the infusion set tubing and cartridge three days prior to report. He was instructed to disconnect the infusion set tubing from his headset, and prime and bolus 4 units of insulin. He was able to complete both without error. He was advised to change his headset. He did so, placed the headset on the opposite side of his body, primed , and successfully delivered the remaining bolus. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.